Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, a broken reservoir tube lip, a minor scratched lcd window, a missing reservoir tube and o-ring, and cracked battery tube threads. A test reservoir was installed and did not lock in place due to a complete broken reservoir tube lip, which was noted.

Event description:
The customer reported via phone call that she had physical damage on the insulin pump. Customer was refilling the insulin and when she went to turn the connector to lock the reservoir in place, the rim was cracking. Customer's blood glucose was 220 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.